Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges going to get on scooter and the left arm would not go down and she fell.

Manufacturer narrative:
The device was evaluated and repaired by a field service technician. Fst tied joystick cable up properly, installed seat properly, and made necessary adjustments.

Event description:
Alleges going to get on scooter and the left arm would not go down and she fell.